Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 a 3.5x18 mm xience v stent was implanted in the left main to left circumflex coronary artery and a 2.25x12 mm xience nano stent was implanted in the obtuse marginal coronary artery. On (B)(6) 2016, the patient experienced unstable angina and was hospitalized. Diagnostics were performed and in-stent restenosis was noted. On (B)(6) 2016, coronary artery bypass graft surgery was performed in the proximal left main coronary artery. The condition resolved on (B)(6) 2016. No additional information was provided.